Event description:
It was reported that the pt experienced a lack of therapeutic effect. It was discovered that the pt's catheter was fractured at the site of insertion. It was noted that the catheter was still anchored in place. No info was provided related to the concentration or dosage of medication used in the pt's pump. No further details, pt symptoms or outcome were provided. Additional info was requested, but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).